Manufacturer narrative:
E1/establishment name:(B)(6)-added due to character limitation in respective field. E1/address 1: (B)(6)-added due to character limitation in respective field. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the image of the subject device became blurred, indistinct or noisy. The issue was found during service /maintenance. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, the issue likely occurred due to the plug unit not being properly secured, which led to image disruptions such as blurring, indistinct visuals, or noise. Olympus will continue to monitor the field performance for this device.